Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarm unit powered on and sounds the alarm tone correctly. The alarm unit functions were tested and passed. The lcd feature has a small crack and partial display. (B) (4).

Event description:
Customer claims that the alarm does have power, but the alarm tone is intermittent when pressure is taken off the pad. There was no pt injury reported.